Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to reload a cartridge successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.